Event description:
Pt had c-section on 3/9/94 was discharged and returned to ER with wound infection on 3/27/94. On 9/23/94 a product recall for sutures was received. Investigation revealed possible cause was the suture used.